Event description:
As reported by the field clinical specialist, approximately 3 months and 19 days post transfemoral tavr procedure with a 20mm sapien 3 ultra valve in the aortic position, the follow up echo showed the implanted valve to have moderate paravalvular leak (pvl). The patient was referred for post dilation and possible second 20mm implant. The valve was post dilated with a 20mm true balloon. Following the post dilation, the pvl was reduced to trace, but central leak was noted. The decision was then made to implant a second valve. The valve-in-valve procedure was successful with no central leak/pvl following implant of second valve.

Manufacturer narrative:
Thv/tvt registry. The investigation is in progress. A supplemental report will be submitted when additional information is provided. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of relevant procedural imagery. A review of device history record provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, pvl leak seemed to improve after performing balloon valvuloplasty (post-dilation). It is likely that the initial implant was under-expanded, creating improper sealing between thv and annulus, leading to pvl.as such, available information suggests that procedure factors (under-expanded valve) may have contributed to the reported pvl. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the central leak. Per a technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flow testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, "the valve was post dilated with a 20mm true balloon. Following the post dilation, the pvl was reduced to trace, but central leak was noted." In this case, the central regurgitation was noted after the post dilation. It was possible that over expansion of the valve during post dilation, which led to central regurgitation. As such, available information suggests that procedural factors, (over-expanded valve) may have contributed to the reported event. The technical summary is applicable to this complaint event because over expansion/overinflated is identified as one of the potential root causes of central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is required.